Event description:
Clamp was not removed from the thoracic artery when doing CABG. No damage to the patient. Received further documentation from customer which verified there was no patient injury in this case. The physician reported a concern for the potential of "trauma of the vessel".